Event description:
It was initially reported on (B)(6) 2010 that the patient experienced a change in therapy effect. The patient's pain moved higher in the back; the patient wanted to have the catheter placed at a higher level in the spinal column to help with the new pain. It was later reported the patient visited the hcp about the event. The hcp did not adjust the pump medication. The patient did not know if there would be surgery. The patient continued to have problems with the system, "leads are loose" was noted; the patient could not find a surgeon to fix the problem due to insurance issues. It was later reported the patient was due to have the pump replaced soon as it was implanted nearly 7 years. It was later reported on 4/14/2011 2011, per the hcp that the patient didn't have a problem with the pump. The pump contained compounded baclofen, sufentanil and bupivacaine. It was further reported the pump was explanted on (B)(6) 2011 due to end of life. There was no patient injury and the patient recovered without sequela. On (B)(6) 2012, it was reported that in the past (specific timeline/date not reported) the patient's catheter was "all wrong" and looked like a worm under the skin. The reporter indicated the issue was resolved. It was later reported per the hcp that the pump contained bupivacaine and baclofen. The pump was replaced due to normal battery depletion; the distal catheter was also replaced on (B)(6) 2011. It was later reported per another hcp reporter that the pump contained sufentanil and baclofen. A catheter dislodgement/migration was noted: "according to patient, outside of spinal canal." The catheter was "put back in spinal canal." The patient experienced no symptoms related to the catheter issue; it was noted to be a non-serious injury/illness.

Manufacturer narrative:
Catheter model 8731 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: unk. (B)(4). Analysis of the pump revealed no visual anomaly; the pump was functioning per specification and passed all non-destructive testing. Flow testing confirmed the pump was dispensing accurately. An elective replacement indicators (eri) message occurred due to implant time progression. The pump alarm was programmed for a 2 tone test where the decibel level was measured and passed. There was a single stall recovery seen in the log that may have been related to electromagnetic interference exposure.